Manufacturer narrative:
The reported event of ¿high atrial lead threshold¿ was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Analysis found overtorque of the inner coil consistent with the procedural damage. Electrical testing performed found an internal short due to the inner coil shorted against the inside of the connector ring caused by overtorque of the inner coil. The cause of the reported event was isolated to overtorqued of the inner coil in the connector region.

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The lead was explanted. The patient was in stable condition.